Manufacturer narrative:
The two lot numbers were provided, and lot history reviews were performed. The devices have not been returned for evaluation; however, medical records for both malfunctions were provided. The investigations confirmed filter tilt, filter limb perforation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove, tilt, and perforation. This information was received from various sources. The two malfunctions involved a patient with no known impact to the patient. Of the two malfunctions, one was a (B)(6) male who's weight was not provided and one (B)(6) female weighing (B)(6) lb.